Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, the device did not display the appropriate "ECG lead off" message. The complainant indicated that there was no patient involvement in the reported malfunction.